Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 431 mg/dl. The customer stated that during rewinding the pump and priming the tubing the insulin came squirting out the needle after receiving the motor error while giving a bolus. The customer was able to complete pump rewind. It was reported that they had performed displacement and was passed. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No motor error alarm and rewind anomaly noted during the testing. Motor passed motor test. Insulin pump primed properly.